Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The tfna femoral nail (part # 04.037.259s, lot # h762144, mfg # 24-oct-2018) was received with the nail broken at the proximal hole. This is consistent with the reported complaint condition, thus confirming the complaint. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: manufacturing location: monument. Manufacturing date: 24-oct-2018. Expiration date: 01-oct-2028. Part number: 04.037.259s, 12mm/130 deg ti cann tfna 380mm/left- sterile. Lot number: h762144 (sterile). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: 04.037.912.4, wave spring, shim ended, bp55. Lot number: h613116. Were reviewed and determined to be conforming. 04.037.942.2, lock prong, 130 degree tfna, bp55. Lot number: 1l60111. 04.037.912.3, tfna lock drive, bp58. Lot number: h739587. 21127, timoagri16.00, bp80. Lot number: h737247. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated product investigation was completed: the tfna femoral nail was received with the nail broken at the proximal hole. The breakage is also visible on the provided x-rays. This is consistent with the reported complaint condition, thus confirming the complaint. The diameter of the proximal nail, adjacent to the fracture was measured above the fracture and below the fracture; both measurements are within the specifications. The relevant drawings were reviewed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event-unknown date. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, the patient returned to the hospital with a broken trochanteric fixation nail advanced (tfna) nail. The nail has broken at the junction at the hole for the neck screw which resulted the patient to experience pain and decreased mobility. Initially, the patient had the tfna implanted last (B)(6) 2019. The patient underwent a removal and revision of the nail on (B)(6) 2019 where the procedure was successfully completed. Concomitant device reported: tfna screw (part # 04.038.200s, lot # h760509, quantity unknown), locking screw (part # 04.005.542, lot # l573447, quantity 1), locking screw (part # 04.005.536, lot # 2l20318, quantity 1). This report is for one (1) 12mm/130 deg ti cann tfna 380mm/left-sterile. This is report 1 of 1 for (B)(4).